Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values. The event occurred 2 days after sensor insertion in the abdomen. The spouse called emergency medical service because she thought the patient was having a stroke (unspecified symptoms). After arrival paramedics found the patient¿s bg finger stick value was 50 mg/dl but the cgm value was 176 mg/dl. They stopped treating him for a stroke and instead treated his diabetes. He received an intravenous infusion (unspecified med) to increase his bg level. The patient¿s condition stabilized and he decided not to go to the hospital. No other medical intervention occurred, and the patient remained home. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.